Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was confirmed through baxter's functionality testing, as well as through baxter's evaluation. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing, a spectrum pump had system error 322 occur upon turning the device on. There was no pt involvement.